Event description:
Product was provided for investigation however, the returned product showed that the needle had fully retracted into the applicator. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle retraction issue occurred. The patient reported that when inserting a new sensor on (B)(6) 2019, she easily pushed the orange button on the applicator and the needle went into her skin but then it did not click as usual and the needle stayed stuck in her left arm and was painful (alternate site approved by her physician). She had previously applied skin tac and was unable to pull off the applicator and needle. She went to the emergency room (ER) where they x-rayed the site and removed the applicator and needle with minimal bleeding. Additionally, it was reported that the patient inserted the sensor into the arm, which is off label usage of the device. At the time of contact, the patient was still in pain. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.